Event description:
After deploying a gore excluder bifurcated endoprosthesis trunk-ipsilateral component successfully, the contralateral leg component was deployed with the distal aspect of the leg landing above the flow divider. When the physician realized what occurred, he stated he mistook the distla marker for the proximal marker, and deployed the device too high. A conversion was scheduled immediately to resolve the misplacement. The delivery catheter has been discarded and the hospital is retaining both devices used in this case.